Event description:
The customer reported to beckman coulter a leak at the probe of the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that the probe was leaking during shutdown. Upon further investigation, the fse discovered that the blood sampling valve (bsv) was slightly misaligned. The fse cleaned the bsv and realigned it. The fse ran a start up and shutdown three times in order to verify that the instrument was running without any leaks. The cause of the leak was that the bsv was misaligned. (B)(4).